Event description:
As reported by an edwards (B)(6) affiliate, approximately 10 years 10 months post implant of an edwards magna ease surgical valve, the patient underwent a valve in valve in valve in valve in the aortic position by open surgery due to valve stenosis, which was secondary to patient prosthesis mismatch. The procedure was done by direct vision under cardiopulmonary bypass (cpb), since the patient was refused by the tavr team for a standard transcatheter procedure due to the height of the coronaries. During the procedure, a non-edwards valve was implanted inside an edwards magna ease surgical valve, but it was misaligned. It was decided to implant a 26mm sapien 3 valve, but it embolized inside the non-edwards valve, as it moved within seconds into the descending aorta and was inverted. They used a balloon to keep the flow and quickly deployed a 26mm sapien 3 ultra valve inside of the first sapien 3 valve to resolve the flow issue. Afterwards, another non-edwards valve was implanted in the correct position and the patient outcome was good. Per report, the physician underestimated the inner diameter of the core valve, which resulted in the sapien 3 valve migrating and embolizing. As per medical opinion, both sapien 3 valves performed well and are not to blame for the incident.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The following instructions for use (IFU) were reviewed: IFU, certitude delivery system with s3/s3u, canada, and procedural training manual. Based on this review, it should be noted that the tavr procedure was performed through open heart surgery instead of standard catheterization techniques which the system is designed and approved for use. Additionally, the risk management file captures risks for indicated device use only. Therefore, no further action is required at this time. The complaint for thv embolized from target location was unable to be confirmed due to unavailability of relevant imagery and/or medical records. As reported, 'during the tavr procedure, the non edwards valve was implanted inside the magna ease surgical valve but was misaligned. It was decided to implant a 26mm sapien 3 (s3) valve but it embolized into descending aorta and was inverted. They used a balloon to keep the flow and quickly deployed another 26mm sapien 3 ultra (s3u) valve inside the embolized s3 valve to resolve the flow issue'. In addition, the physician thought that the valve embolization may be due to underestimation of inner diameter of the core valve. The s3 valve relying on calcification or existing bioprosthesis valve for anchoring and to secure its placement. If the selected valve is smaller than the targeted location, the valve may not be able to affix securely to its surrounding and this may lead to valve embolization upon deployment. As such, available information suggests that procedural factors (incorrect valve sizing) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
As there were no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness or performance of the sapien 3 edwards valve, this does not meet the criteria of a complaint, and this medwatch report supplemental is being submitted to retract the original report.

Event description:
It was initially reported by an edwards canada affiliate, that approximately 10 years 10 months post implant of an edwards magna ease surgical valve in the aortic position, the patient's valve now presents stenosis, which was secondary to patient prosthesis mismatch. The patient underwent a valve in valve (vinv) procedure by open surgery with a non-edwards valve. During the procedure, the non-edwards valve was misaligned, so it was decided to implant a 23mm sapien 3 valve, but it embolized as it moved within seconds into the descending aorta and was inverted. They used a balloon to keep the flow and quickly deployed a 23mm sapien 3 ultra valve inside of the first sapien 3 valve to resolve the flow issue. Afterwards, another non-edwards valve was implanted in the correct position and the patient outcome was good. However, upon further follow up with the reporter, this event was reported incorrectly as two separate procedures were mixed together in the previous follow up responses. During this procedure, there were no issues with the sapien 3 valve, and it did not migrate. The 23mm sapien 3 valve was implanted and well positioned and the patient was doing well. The event was reported to capture the stenosis and patient prosthesis mismatch with the magna ease surgical valve.